Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The patient was hospitalized for the event of peritonitis. The cause of the peritonitis was unknown. On an unspecified date, the patient started treatment intraperitoneally and orally with unspecified antibiotics (further details not available) for peritonitis. Nine days after being admitted to the hospital, the patient was discharged. At the time of this report, antibiotic treatment was ongoing, the patient was recovering from peritonitis, and pd therapy was ongoing. No additional information is available.